Manufacturer narrative:
Customer reported that a patient did not generate adherence flags even though the patient had tasks assigned for the day and the patient did not submit any measurements. Investigation reviewed the error logs associated with the time the flags should have been generated. Further investigation identified that the time based workflow rules (adherence flags) run in batch (500/hr). This was different than what was expected and the program generated the error as a result of too many queries, resulting in the flags not triggering.

Event description:
User facility reported that the patient missed measurements and the expected missed measurement flags did not trigger as expected. The clinician did not indicate a harm or consequences to the patient as the result of this issue.